Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted 30 days of receipt.

Event description:
Approximately a month after cypher implantation, the patient became dyspneic, which increased progressively the next morning. The patient was taken by ambulance to the hospital where the patient died. The patient was a female with a history of hypertension, hyperlipidemia, diabetes, myocardial infarction, and smoking. Prior to the procedure, the patient was taking aspirin, clopidogrel, statins, ace inhibitors, insulin, and beta blockers. The indication for the index procedure was stable angina pectoris. During the procedure, the patient was given aspirin, clopidogrel, and heparin. The target vessel was the mid left anterior descending branch (lad). The vessel diameter was 3.9 mm and the lesion length was 16 mm. Pre-procedure stenosis was 80% and post-procedure stenosis was 0. The lesion was de novo with moderate tortuosity. Lesion classification was c. The vessel was pre-dilated with a 2.5 x 20 mm balloon at 6 atm. A cypher was successfully deployed at 14 atm. Post-dilation was conducted because the stent was not fully expanded. Post-dilation was conducted with a 12 x 3.5 mm balloon at 14 atm. Ivus was not used. Troponine levels after the procedure were <2 times above the upper normal level (unl). The patient was discharged the next day. Medications at discharge were aspirin, clopidogrel, insulin, statins, ace inhibitors, and beta blockers. Three weeks later, the patient became increasing dyspneic. The next morning, an ambulance was sent to the patient's home. The patient had asthma cardiale, crepitations on both sides and was very dyspneic. The patient was conscious and afraid. The ambulance recorded oxygen was given and saturation was 90%. The ambulance commented "good rhythm", and no signs of mi. En route to the hospital, the rhythm suddenly switched to vt/vf. The patient was defibrillated once and was asystolic. Intubation was performed and rhythm and pulsation were done again. The ambulance personnel resuscitated the patient for 45 minutes and continued at the hospital. When the patient arrived at the hospital, the patient had rhythm without output. Asystole protocol was used. Patient got 3 times adrenalin. After 25 minutes, resuscitation was stopped and patient died. Patient had registered she did not want an autopsy. Patient had very bad left ventricle function lvef 12%. Prior to the index procedure, the patient's lvef was <30%. The emergency medical doctor stated the cause of death was cardiac asthma. This product, noted in d4, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted 30 days of receipt.